Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump to clear the malfunction alarm, and successfully resumed insulin delivery. There was no reported impact to customer's blood glucose level.